Manufacturer narrative:
The device is expected for eval, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the handpiece operation was noisy. The handpiece became hot and stopped working. The surgery was delayed over 30 minutes but no adverse consequences were reported from this event. This device is used for treatment.